Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings:. One pump reboot event was observed in the black box on (B)(6) 2016. The pump was returned with cracks in the battery compartment along the side and from the case seal traveling to the bumper. The threads on the battery cap were stripped and were unable to secure. A test battery cap was able to secure for testing. The pump was exercised for 24 hours with no loss of power occurring.